Event description:
The patient had no stimulation sensation. He is nearly deaf and could not use the programmer with customer support; it was believed that the device was not turned up high enough. Further information stated that the patient underwent surgery (unspecified) to fix the device issue. The device was subsequently reprogrammed successfully and the patient was no longer having problems with the system.